Event description:
The customer alleges that when a patient is in the prone position for pain or minor procedures; the co2 level cannot be monitored. No patient injury or consequence.

Manufacturer narrative:
(B)(4). A device history record (DHR) was performed and there were no issues found that could lead to the reported complaint. The sample was returned for evaluation. All dimensions met the requirements. Functional testing was performed and the sample passed all tests. Fifty samples were randomly selected from the assembly line at the manufacturing facility and all samples were found to be within specification. Although the returned product was found to be within specification, it was determined that it is possible that when too much glue is applied, occluding may occur. No record of this issue was found during the last 12 months. Preventative actions were put in place to prevent issues during the gluing process.

Event description:
The customer alleges that when a patient is in the prone position for pain or minor procedures; the co2 level cannot be monitored. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.